Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.